Manufacturer narrative:
Date of report : 02/21/2019, date rec¿d by MFR : 05/19/2019. Failure analysis on this returned unit shows that this backup alarm failure was caused by cold solder on the piezo buzzer ls1 pcba(lot code:1418) at the 270 k-ohm resistor. This is at the junction of the 270 k-ohm-5.6 k-ohm side of the 270 k-ohm resistor. Replacement of the backup alarm ls1 corrected the backup alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/06/2019. (B)(4). The manufacturer¿s failure investigation service technician confirmed the reported backup alarm failure issue. A credit was issued to the customer.

Event description:
During further investigation (fi), the fi service technician discovered multiple instances of error code 1104 (backup alarm failure). There was no patient involvement. The event date was not specified; estimate used.